Event description:
The physician reported a patient implanted with an evoke spinal cord stimulation (scs) system had presented in the emergency room with an infection due to the patient's psoriasis that had tracked to the implant incision. Three days later, the patient¿s scs system was explanted. The physician did not think the scs system caused or contributed to the infection.